Event description:
The customer called to report multiple motor error alarms during the manual prime. Troubleshooting was performed, and the insulin pump alarmed again during the bolus delivery. No damage to the drive support cap noted. Advised the customer that the insuiln pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. The insulin pump had a cracked end cap and missing end cap sticker. The motor passed the motor test.